Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other similar incidents. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported tissue damage and single leaflet device attachment (slda) appear to be related to case circumstances. The reported recurring mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for the single leaflet device attachment (slda), increased mitral regurgitation (mr) and leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019. Two clips were implanted reducing grade 4 degenerative mr to grade 1-2. On (B)(6) 2019, echocardiogram was performed, and it was noted that one of the implanted clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to grade 3-4. There was a small piece of posterior leaflet attached to annulus where clip was deployed, and the leaflet and clip may have town away. No additional treatment is planned. No additional information was provided.